Event description:
Additional information received on 8/7/2024 for report mw5157969 to update the manufacturer to soleva pharma llc.

Event description:
The patient's son, (B)(6), reported that the patient passed away on (B)(6) 2024. No additional details documented. The following product information reflects the last dispense by (B)(6) pharmacy (delivered (B)(6) 2024) and was not provided by the primary reporter. Malignant neoplasm of body of pancreas.